Manufacturer narrative:
Product event summary: analysis found overlay misalignment; the touch screen was found out of electrical specifications.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.